Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. No unexpected battery out limit alarms noted. However the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Analysis was unable to prime during prime test due to faulty force sensor resistor (gold). The insulin pump was received with cracked case at lcd window corners and battery tube threads, scratched lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.